Event description:
Kimberly-clark received a report stating, ¿the product was in use for two months. When they were changing the existing tube the jejunal part was coiled in the stomach. As they removed the existing tube, there was a fracture at the gastric exit of the tube, the whole jejunal part was retained in the patient's body. There was no physical injury to the patient because the doctor was able to take out the broken tube endoscopically.¿kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database and identified as record (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot reported in the incident met manufacturing specifications. One sample was returned. The balloon on the returned sample exhibited an axial burst, and the tube was separated below the distal balloon collar. The edges of the separation appeared smooth. The investigation to determine the root cause for this reported event is ongoing.information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations.